Event description:
Healthcare professional reported a left side exchange from textured to smooth implants due to the patient's concern with the product and rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; underweight and separated broken on anterior, posterior and radius. A visual and microscopic analysis was performed which identified; two sharps separated broken on posterior, partial delamination, missing shell (0-25%) and creases fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two sharps pattern on posterior of broken assessed as an unidentified (tear) opening. A delamination partial of orientation dot assessed as a cohesive failure. Missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side exchange from textured to smooth implants due to the patient's concern with the product and rupture. Device was explanted.